Event description:
It was reported that a small piece broke off from the smaller hub of a clearlink system non-dehp catheter extension set. This was observed when getting ready for a surgery and the vein was being accessed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed a damage to the standard bore two piece luer lock body. Functional testing was performed including clear passage and pressure testing; and the results were satisfactory. The reported condition was verified during visual inspection. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.